Manufacturer narrative:
A getinge technician was on site and tested the cardiohelp. No failure was found. The investigation is currently ongoing. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on year 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available. A follow up will submitted when additional information become available.

Event description:
The event occurred in netherlands during treatment. It was reported that the patient was on the cardiohelp va treatment in stable situation for a couple of hours. Then suddenly the patient monitor started alarming. There was a vf. The patient monitor map value dropped from 60 to 25 mmhg (about) and the cardiohelp alarmed "no flow signal". The emergency drive (hand cranking) was used. Afterwards, the cardiohelp was exchanged. No harm to any person was reported. The patient is no longer on the cardiohelp and recovers. Furthermore, according to the provided log files it is shown a ¿now flow signal¿ on the reported date of event, which is described within the log files, as ¿no signal from flow sensor¿. As the hand crank was used, and the device was replaced which is a potential risk for the patient, a report is needed. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the patient was on the cardiohelp va treatment in stable situation for a couple of hours. Then suddenly the patient monitor started alarming. There was a vf. The patient monitor map value dropped from 60 to 25 mmhg (about) and the cardiohelp alarmed "no flow signal". The emergency drive (hand cranking) was used. Afterwards, the cardiohelp was exchanged. No harm to any person was reported. The patient is no longer on the cardiohelp and recovers. As the cardiohelp was replaced which is a potential risk for the patient, therefore a report is required. A getinge field service technician (fst) was sent for investigation. The failure could not be reproduced and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. On 2024-09-16, the device was cleared for clinical use. Thus, no exact root cause could be identified. The provided log files shows the error message ¿no flow signal¿ on the reported date of event, which is described within the log files, as ¿no signal from flow sensor¿. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure:- influence due to other ultrasonic devices (e.g. Flow sensor) - bubble sensor disturbe- connection of non-compatible senso- environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). The device was manufactured on 2011-10-10. The review of the non-conformities has been performed on 2024-08-21 for the period of 2011-10-10 to 2024-08-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "no flow signal¿ could be confirmed within the log files, but not reproduced by fst. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from (B)(6) 2023 till (B)(6) 2024). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).